Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to (B)(6) infection of the implant pocket. Reimplantation is planned but had not taken place at the time of this report, (B)(4) 2013.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4)